Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received numerous inappropriate shocks due to oversensing on the right ventricular (rv) lead. Interrogation noted lead impedance warnings on the superior vena cava (svc) coil, the rv bipolar and rvtip to rvcoil along with noise on the lead. The lead also had a fracture. The lead was capped and replaced with a pacing lead as the device was downgraded to a cardiac resynchronization therapy pacemaker (crt-p). During the replacement of the rv lead, the lead helix would not retract and was not turning freely. After a few turns counter clockwise to remove the lead, it was noted that the helix was still deployed. The lead was not used and new lead was implanted. No further patient complications have been reported as a result of this event.